Event description:
In the ldr unit a primary set used to prime a new bag of IV fluids. After spiking fluid the drip chamber was able to be filled but the tubing will not fill. All clamps open and tubing not twisted upon itself. This occurred two times.